Manufacturer narrative:
Additional information provided in sections d.9., h.3., h.6., and h.11. The company representative was able to replicate the reported event. The nonconforming pneumatic module was replaced to address the issue. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. An internal investigation was opened to address the issue. A review for complaints reported against this serial number was performed. No similar complaints were reported for the serial under investigation with the same event code. The root cause of the reported event is attributed to nonconforming pneumatic module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic console produces noise and shows poor aspiration during surgery. Procedure details and patient impact have not been provided.